Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after a lap roux-en-y gastric bypass procedure, while trying to remove the needle from the handle after use, the needle broke in half and could not be removed from the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.